Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronizatwion therapy defibrillator (crt-d) was explanted, replaced, and returned for analysis following device replacement for therapy upgrade/downgrade. Additional information received reported that the right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to out-of-range pace impedance measurements greater than 3,000 ohms and rv threshold measurements of 7 v at 0.4 ms. Fluoroscopy and opening the device pocket revealed that the suspected cause was twiddler's syndrome. The rv lead was wrapped in a spiral, indicating the device had been flipped around in the device pocket. No additional adverse patient effects were reported. The crt-d was returned for analysis.